Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was not good at all, they were in a ¿bad way¿ the day of the call. The patient had a fever and chills, their urine was very dark, and they had not been able to go on their own at all. The caller stated they had to straight catheterize them twice and that they were going to turn off the stimulation. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient stated that they were not doing well, they had a fever and they were disoriented. The patient also stated they were not able to void, they had to use a catheter every time. The patient was advised to contact their healthcare provider. On (B)(6) 2019 the patient stated that they were very uncomfortable. No further complications were reported.